Event description:
A healthcare professional reports reading with protime microcoagulation system differed from venous draw. Protime generated inr 2.3. The following day, pt tested in physician's office on different point of care instrument and generated inr 4.8. The pt's therapeutic range 2.5 to 3.5. No adverse event(s) reported.

Manufacturer narrative:
(B)(4): device history record reviewed for ncmr. No product returned. Record eval completed. Product met all release criteria. Device not returned. No conclusion can be drawn.